Event description:
It was reported that the ventilator had a primary alarm failed error message error code 1102 - blower temp high while in use on a patient. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The patient was transferred to another ventilator. The philips field service engineer (fse) confirmed the reported issue. Following the evaluation of the device, the fse replaced the blower assembly and motor control pcba to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
The blower motor and mc pcba were returned to failure investigation. The customer complaint cannot be verified. The returned mc board and blower passed testing. There was no fault found.